Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery date is (B)(6) 2002. The revision surgery was performed due to implanted modular neck breaking. The surgeon removed the original femoral head, femoral stem, neck, and neck bolt.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, qual, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. The returned product was evaluated by omni on 01/06/2015. Results of this investigation state: there were three components available for examination: the titanium allow femoral stem, the titanium allow modular neck (broken into two pieces), and the alumina ceramic ball head (assembled on the neck). The proximal-lateral end of the femoral stem showed retained bone at the ingrowth surface, and damage to the porous coating secondary to surgical removal of the stem. The alumina femoral head was firmly seated on the modular neck, intact, with light black staining and otherwise unremarkable. The fracture surfaces of the lateral neck peg had a striated appearance. The ridges that run in a general medial-lateral direction are suggestive of fatigue fracture. The external surface of the lateral neck peg (fractured) showed extensive abrasion and wear of the peg at the distal end. Wear of the distal end of the peg indicates that rotational motion of the modular neck preceded the fatigue fracture of the lateral peg. Together, these observations suggest that the order of events was: failure of the cobalt chrome alignment pin; repetitive rotational motion of the neck on the stem about the lateral peg; and finally fracture of the lateral peg.